Manufacturer narrative:
The suspect device was not returned for evaluation, however, a photograph of the defect was provided. The complaint is confirmed. The root cause is attributed to use error. The account stated that the device was used as a gastrostomy-jejunostomy tube but the IFU states: "the resolve locking drainage catheter is not to be used to deliver nutritional supplements." A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a follow up visit post gj tube placement, the physician noticed that the patient's drainage tube had detached at the marker band. The physician replaced the drainage tube with a new one. No patient injury to report.